Manufacturer narrative:
(B)(4) date sent to FDA: 09/26/2016. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient¿s gender, age and weight. The date of the initial procedure. The pre-operative diagnosis for the initial hernia repair. The hernia defect size and location. What date did the patient present with symptoms. Is a second procedure indicated and if so, when is the date of the re-operation? Can you describe the appearance of the hernia recurrence? Can you describe the appearance of the mesh? What is the surgeon opinion of the cause and contributing factors for the hernia recurrence? The product-codes and the lot numbers for the mesh used in the initial repair. What sutures / device (type and location) were used for fixation? Distance between fixation points? Distance of fixation from mesh edge? Did the operating surgeon observe any deficiency in the mesh before, during, after the mesh placement, before and during the re-operation? Please describe the deficiency if yes during the second procedure, was the mesh impregnated into the abdominal wall? Did the mesh remain intact? If not, where are the mesh breakage site(s)? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown hernia repair procedure on an unknown date and mesh was implanted. The patient experienced recurrent hernia at the two years follow up. Additional information has been requested.